Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible a suture snag occurred during deployment causing a fray, leading to the suture separation during tightening. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 3190 removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the suture of the first prostyle device in the lcfa was peeled and broke during the closing process. The suture of the second prostyle device were trapped inside the device, but with the use of kelly forceps, the suture was retrieved from the device and successfully achieved hemostasis in the unspecified access site. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) and another unspecified access site using the pre-close technique via an 8f sheath hole prior to an aneurysm correction interventional procedure. Reportedly, when attempting to remove the wire [suture] from the prostyle device in the lcfa, it did not come out [suture entrapment]. A kelly clamp was used to retrieve the suture. An unknown failure also occurred with a second prostyle device in the other access site. The sutures of two new proglide devices were successfully placed in the lcfa. The sheath was upsized to a 16f sheath and the aneurysm correction procedure was completed. Reportedly post procedure, the prostyle suture broke during use [tightening]. Hemostasis was achieved with the placed proglide sutures in the lcfa. The method used to achieve hemostasis in the other access site was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.